Event description:
It was reported that the patient lost a lot of weight and felt like the implantable pulse generator (ipg) had dislodged from the body and was no longer providing adequate pain relief.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.